Manufacturer narrative:
Other, other text: device evaluation: the tamper seal was not broken. The plunger head was full of contamination. The bottom case had contamination also. The event history log showed plunger error. The plunger head was full of contamination. Replaced all parts of the plunger head. The syringe plunger sensor error is due to the plunger head being full of contamination. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported, the device exhibited a syringe plunger error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.